Event description:
The customer contacted stryker to report that their device would not charge defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for investigation. A cause of the reported issue could not be determined. The customer reported that the device has been repaired by a third party and was functioning properly afterwards. The customer did not provide the serial number of the device, therefore g4 PMA/510(k) or bla # and h4 manufacturing date were left blank intentionally.